Event description:
On (B)(6), 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter does not turn on. The medical surveillance specialist (mss) spoke with the patient on (B)(6), 2012 and obtained the following information: the patient tests seven times a day and manages her diabetes within humalog insulin (via insulin pump). The patient confirmed that the alleged issue began on (B)(6), 2012 at 12pm. A few minutes prior to the start of the reported issue, the patient confirmed she was experiencing a symptom of shaking. The patient clarified she was able to test with the subject meter earlier that day; however, the reading is not known. Soon after the reported power issue occurred, the patient corrected and clarified she contacted her physician and was advised to consume a count of one carbohydrate. It is not known how soon after treatment the patient's symptom improved. During troubleshooting, the csr noted the patient was using the correct test strips with the subject meter, the patient was not using the subject meter for the first time, the meter's batteries did not need to be replaced (per owner's booklet recommendation), and the subject meter did not turn on manually with the power button or with a test strip. The alleged issue remains unresolved. Replacement products were sent to the patient. Although the patient was treated for hypoglycemia by an hcp, there is no indication that the reported issue caused or contributed to this serious injury. The patient confirmed her symptom started before the reported issue first occurred. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.